Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump screen was totally off when she tried to give herself a bolus. The customer had put in a new battery and noticed that the insulin pump had came up for a minute. The customer reported that when she entered the settings, the insulin pump shut off again. The customer reported that there was no damage inside the battery compartment. The customer reported that the insulin pump alarmed battery out limit . The customer inserted a new battery but the insulin pump shuff off again. The customer was advised that the battery contact is not able to recognize the battery inside the insulin pump. The customer's blood glucose was 12.5 mmol/l at the time of call. Troubleshooting was not performed at the time of call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within specification and passed the unexpected restart error test and displacement test. No unexpected battery power loss anomalies noted. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.